Manufacturer narrative:
The specimens were collected in bd, 13x75 tubes. Qc was within specifications at the time of this event. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and replaced the stirrer motor. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect creatinine (crem) results generated by the synchron lx20 pro analyzer. The customer indicated that crem result of 59 umol/l was reported out of the lab. The result was questioned by a physician as crem previous results for the patient were 100-120 umol/l and crem result was 185 umol/l the day before. The customer then re-tested the original sample for crem on a different instrument in their lab. Crem result obtained from the different instrument was 109 umol/l. It is unknown if the erroneous results effected patient treatment, but physician questioned the results.